Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the handle of an ncircle tipless stone extractor did not function properly. The procedure was completed with another same type device. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, the handle of an ncircle tipless stone extractor did not function properly. The procedure was completed with another same type device. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The device was returned inside coil in open pouch and marketing box. The handle and basket were in the open position. The handle actuated the basket open and close. Normal device function was observed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to open and close normally. A video was provided by the user, but the video shows the basket opening and closing normally inside the shipping tube, contradicting the reported event information. Additional information was requested, but no further detail on the issue was provided. Both the video provided by the user and testing of the returned device found the device functioned normally. The complaint could not be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.